Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the procedure physician was unable to insert the stylet into the lead. Physician believed it was due to lumen filled with blood causing insertion difficulty. Patient was asymptomatic. A new lead was implanted. Patient was stable post procedure and will be followed normally.